Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode containing a short run of supraventricular tachycardia (svt). Just before the non-sustained ventricular tachycardia (nsvt), a premature ventricular contraction (pvc) was undersensed due to falling into the blanking period of an a-pace followed by a v-pace that appeared close to a t-wave. Technical services (ts) reviewed programming options. This ICD remains in service. No additional adverse patient effects were reported.